Manufacturer narrative:
(B)(6) h3: one picture was attached to the complaint. A particle was detected in the picture attached to the complaint. One sample was returned, sample of part number 21-7302-24, lot 4461353 was received unused, in a plastic bag. During visual inspection of the device, a hair was detected between the medication bag and the housing. According to sample received, the failure mode ¿foreign material/contamination¿ was confirmed in the device received. There is not non-conformance or deviation related to the failure reported in the device history record for finish good and component associated.

Event description:
It was reported that the pharmacist noticed that the cadds were not visible inside the packaging, and so the hair was discovered immediately after opening. The product was available for return and a photo was provided. There was no patient involvement and no patient harm/adverse event reported.